Event description:
It was reported the patient experienced a shocking/jolting sensation. It was reported when the patient would go through the (B)(6) security gates, she would get shocked. It was noted this occurred 2 years ago in 2012. It was noted the stimulation was not on during the gate encounter. It was reported the device quit working almost 2 years ago. The patient moved out of (B)(6) in 2011 to (B)(6) , and the device worked 5 months after moving and then quit.

Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).